Event description:
Pfs and medical records received. Medical records indicate the patient had a bi-polar hip placed on (B)(6) 2005. The patient was revised on (B)(6) 2005 for increasing pain and discomfort. Patient was converted to a total right hip arthroplasty.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).